Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from a manufacturing representative regarding a patient receiving intrathecal morphine 40mg/ml at 14.805mg/day. The lot number was unknown. The patient had the pump and catheter replaced on (B)(6) 2015 due to a loss of therapy. The patient had been on the pump replacement list for one year, but the manufacturing representative did not know what for. When the pocket was opened, the catheter was disconnected from the pump, and there was white, crusty, flaky material all over the pump. The manufacturing representative was unsure if there were any diagnostics done prior to the surgery. The indications for use were non-malignant pain and failed back surgery syndrome. The cause of these issues were unknown. Follow up was conducted. If additional information becomes available, the event will be updated.

Manufacturer narrative:
(B)(4). Pump and catheter segment returned to analysis. As stated in the receiving comments the white material was saved. This material has been discarded due to no request to save it or test it. This pump is being analyzed according to an approved deviation of the rpa work instructions for smii pumps ((B)(4)).analysis outcome: as received pump reservoir had fluid and left in minimum infusion mode. Also of note was that the catheter was attached to the pump and both covered with white chalky like foreign material. Pump logs gathered (both the ip and ir) with eri and eos seen in logs. Pump was taken out of the eos state and programmed to implant state for further testing. Pump passed dispense accuracy testing. During the decontamination phase of the analysis the catheter was partially occluded, was broken loose during bleach process. Pressure testing found a hole located near the pump connector. Eos due to time progression was found with the pump. A hole (or torn catheter) caused by metal pin of pump connector poking and broken catheter body was found with the catheter.

Event description:
Information was received from a manufacturing representative. The manufacturing representative clarified that the catheter was already disconnected from the pump when they went in the pocket.

Manufacturer narrative:
Concomitant medical products: product ID: 8709, lot# l73870, implanted: (B)(6) 2000, product type: catheter. (B)(4).

Event description:
Additional information was received from the health care provider (hcp). The hcp suspected there was a leak within the pump pocket segment of the catheter. The hcp was not certain what caused the white, crusty, flaky material, but it was likely to be from the medication from the pump leaking through the catheter into the pump pocket. The hcp did not know if oral opioids were responsible for the patient's overdose symptoms because they were not involved with the case at the time.

Event description:
It was reported that the patient was in the clinic with complaints of overall increased pain, agitation, drowsiness and increased joint pain. The symptoms started one day post pump refill. The pump logs were checked and no anomalies were noted. The pump volume was checked and they did not find a discrepancy. They were planning to do a flow/rotor study. The patient status was reported as ¿alive-no injury¿. The device system was delivering morphine. It was later reported that the cause of the event was unknown. As of (B)(6) 2014, the patient was not feeling any better. A catheter study was scheduled. It was later reported that the patient had a (B)(6) done (B)(6) 2014 that showed catheter fractures. The patient was in the ER (emergency room) early the next day with overdose symptoms. Oral opioids were suspected. Early in the afternoon of the same day, the pump was turned to minimum rate. At that time, the patient was on CPAP (continuous positive airway pressure) and unresponsive to verbal stimuli. The patient was given a dose of narcan and did not become verbally oriented, but did start moving extremities for a short period. Later that evening, it was reported that the patient was becoming more responsive as the day had progressed. The patient was scheduled for a catheter revision on (B)(6) 2014. It was later reported that as of (B)(6) 2014, they were moving the patient to a regular room and he was doing much better. It was later reported that as of (B)(6) 2014, the patient was out of the hospital and home doing better. It was later reported that the catheter replacement did not occur on (B)(6) 2014 secondary to insurance issues. Additional information has been requested, but it was not available as of the date of this report.

Event description:
Additional information later reported that as of (B)(6) 2014 the catheter replacement had not yet occurred as patient was still working with insurance to cover the replacement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.